Manufacturer narrative:
There are no reports of any specific events that may have caused or contributed to the communication issues noted. The system was implanted and in use for almost 5 years before the issue was reported, with no prior similar complaints from this patient. The explanted ipg was not retained and thus unavailable for testing by the firm to determine cause of the communication issues.

Event description:
The patient was initially implanted with a nalu peripheral nerve stimulator on (B)(6) 2021 to treat foot pain. Almost 5 years after the system was implanted, the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs. On (B)(6) 2025 the original ipg was removed and a new one was placed. The initial implant used a single lead. During the revision procedure the physician also added a second lead to improve therapy coverage.